Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high blood glucose with a reported value of 401 mg/dl after eating dessert without a meal announcement, and the agent advised allowing 1¿2 hours for the system to reduce glucose. Symptoms include dry mouth, confusion/disorientation associated with hyperglycemia reported. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included a customer interview and case review consistent with use-related troubleshooting and education. Investigation of this case revealed user error related to a missed meal announcement; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to a missed meal announcement.